Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station time was off and delayed by 5 minutes, while the server had the correct time. This delay affected the nurses ability to obtain the patients medication at the exact scheduled time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was off and it was delay by 5 minutes. A technical support specialist updated the time to resolve the issue. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.